Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that three patients who were excluded from the study underwent hip arthroplasty revisions using the bürch-schneider anti-protrusio cage. Subsequently, the patients were revised due to sepsis one to four years post-operatively.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00089.